Event description:
It was reported that episodes of lead noise were observed via review of merlin transmissions. The lead noise could not be reproduced with isometrics and pocket manipulation. No intervention was performed and monitoring will continue. Positional testing during next follow up was discussed.